Event description:
It was reported that the drain broke when the patient coughed during drain removal and additional surgery was required to remove the remaining piece. Per additional information received, the patient underwent a c-section on (B)(6) 2014. At that time, a jackson pratt catheter was inserted during the procedure. On (B)(6) 2014, the ob/gym went to the bedside to remove the jp drain. As it was being pulled out, the patient coughed and the tubing snapped, a portion of the drain remained in the abdominal cavity. The patient was brought to the operating room the same day for exploratory laparotomy and removal of the jp drain segment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.